Manufacturer narrative:
Telepack is being returned for further investigation.

Event description:
Customer reported an panorama central station had lost communication, which may have affected telemetry monitoring. No patient injury was reported.